Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the island dressing tape irritates his skin. No new order is needed as patient stated he will not continue to use the island dressing tape. There was patient involvement, and adverse event was reported.